Event description:
Follow up report providing investigation results.

Event description:
Due to hypothermia, the patient received a standard warming blanket from mölnlycke - barrier easywarm on the upper and lower body laid. (According to the product description, this heating blanket can be placed directly on the patient). During the care session at night protocol, slight redness was already discovered. Therefore placed a blanket cap between the patient and the warming blanket. When the responsible (day service) took over the patient and removed the warming blanket, she noticed that blisters had formed on the patient's upper body. Over time, other bubbles have appeared. Additional information regarding use of the product: the product was placed on the patient in the intensive care unit around 9pm, there were not skin conditions prior to use and the patient's blood pressure was 115/50 mmhg. The patient has peripheral artery disease and the surrounding temperature was - 23°c. The blanket was activated 10 minutes prior to placement, warmers facing up and the blanked was not folded or fixated with tapes/strips. Objects were not placed on top of the blanket, and the blanket was not exposed to oxygen. The blanket was used for four (4) hours and the burns observed were classified as 2nd-3rd degree with redness and blistering with fluid collecting in the blisters. There were four (4) locations affected in the abdominal and chest area, the size of the warming pads. Unspecified medical intervention was required and the patient has now recovered.